Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had more pain since (B)(6) 2015, and believes it was because they are no longer getting all the oral meds and patches. The patient felt that the pump was not working "100 % right now" because the battery was nearing end of service (eos), which was mentioned to the patient by the health care provider (hcp). No interventions were noted. The patient has lupus, cancer, low platelet count (in (B)(6)), and their spleen is enlarged. The patient had an anxiety attack while on the call, as they were crying and breathing was labored. The patient does not currently have a hcp, and was requesting physician listings. The pump was likely going to be replaced, but they needed to find someone to fill the pump after the pump was replaced. It was noted that they have attempted to replace the pump two times now (going back to (B)(6) 2015). The patient was prepped for surgery both times, but the replacement of the pump was cancelled due to low platelet count. The drug that was used via the device system was clonidine, bupivacaine, and dilaudid. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.